Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device indicated the device functioned as designed, fully deploying with suture retrieval accomplished. This was confirmed by the observed engagement of both needles with their respective cuff and a small section of suture attached to the posterior needle tip with a clean cut end. The clean cut suture end indicated the suture was retrieved and cut. No device malfunction was detected and the reported cuff miss is not confirmed. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Based on the analysis of the returned device no manufacturing or product quality deficiency was detected that would have contributed to the reported cuff miss.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. The site was rewired and a second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional, relevant information.